Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
The struts perforated the ivc wall and also perforated into the aorta. No gross evidence of duodenal perforation. The filter was removed via an open procedure.